Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of incorrect reprocessing and image issue was confirmed. The service technician found a biopsy channel leak, bad personal computer board, a control knob loose, and dried and frayed wires on both sides. The unit was fully functional after repairs. The cause was traced to a leakage, electrical, and wear failure. No further information was reported.

Event description:
The customer reported to olympus that prior to a procedure the device's image was intact but some loss of functionality. The intended procedure was completed with a different device. Settings were checked and confirmed. There was no patient injury reported.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.